Event description:
It was reported that the patient was convinced that their pump was part of the FDA recall. It was further stated that the patient was trying to convince the physician to remove the pump. It was reported that while searching for another provider based on the patients potential move to another state, the patient stumbled across FDA recall information related to the pump. It was reported that the patient was ¿afraid¿ to use the personal therapy manager (ptm) ¿defective pump.¿ it was reported that the patient had anxiety and was very agitated. Patient had been taking a lot of anti-anxiety medications. Patients status at the time of report was ¿alive- no injury.¿ no diagnostic testing or troubleshooting was performed. Additional information reported that the pump was delivering hydromorphone. There was no troubleshooting done to evaluate if there was an issue with the patient¿s pump. It was reported that the anxiety was not related to the patient¿s pump therapy, just that the patient stated they were ¿highly anxious.¿ it was reported that the patient had stated that their pump helps them a lot. Additional information reported that pump was delivering hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).